Manufacturer narrative:
The device was received by cardioquip and returned to specification via an internal water pathway replacement. After being repaired, the device passed inspection and is fully functional.

Event description:
Cardioquip service received photos from the customer of the internal tubing of this device, which he suggested showed discoloration. The pictures were submitted to cq for review and cq director of operations and epidemiologist reviewed the photos and recommended that the device receive hpc testing to gain a quantitative analysis of water quality.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip customer and sent to cardioquip epidemiology for investigation. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided pricing for sample test kits via email on 05/08/2023. After the hpc test results came back outside of specifications, cardioquip recommended that the device receive an internal water pathway replacement. "As of the date of this report, the purchase order for the repair has been received and cardioquip is waiting on the arrival of the device.

Event description:
Cardioquip service received photos from the customer of the internal tubing of this device, which he suggested showed discoloration. The pictures were submitted to cq for review and cq director of operations and epidemiologist reviewed the photos and recommended that the device receive hpc testing to gain a quantitative analysis of water quality.